Event description:
It was reported that during a shoulder procedure using a minimagnum knotless implant, the implant did not deploy properly. The implant was removed from the bone and a new bone hole was drilled to complete the procedure. There were no significant delays or patient complications reported as a result of this event.